Event description:
The hosp reported that during the coronary artery bypass procedure, the first heartstring seal cracked during loading and the second seal did not deploy out of the delivery tube into the aorta. A replacement was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the tension spring components are inside deployment tube. The complaint is confirmed.